Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system exhibited oversensing resulting in the delivery of inappropriate therapy. The physician attempted to change the device sensitivity to least, however the change resulted in a loss of pacing. The physician then elected to implant a new rate sense lead. At a subsequent follow up appointment, a review of electrograms revealed loss of capture.